Event description:
It was reported that the lead exhibited noise, oversensing, and varying impedances. The lead remains in use, and the patient has been referred to a different physician for intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 7 - ventricular nst<=210 ms between (B)(4)-2012 20:03:16 and (B)(4)-2012 19:58:52.